Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the right femoral artery. The md found it difficult to insert the iab into the sheath so as a result, the md inserted a device without complications. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.